Manufacturer narrative:
(B)(4). Sixty-five (65) staplers from catalog number 528235 visistat 35w 6/box were received for investigation, samples were received in their original packages, lot # 73h1600469 was confirmed, during visual inspection was observed; sample # 1: there are sealing issues in the bottom left corner and upper right corner of the blister, however package is still sealed. Sample # 2: there are sealing issues in the upper right corner and middle right side of the blister, however package is still sealed. Sample # 3: there are sealing issues in the upper right corner, upper left corner and middle left side of the blister; there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 4: there are sealing issues in the middle left side and middle right side of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 5: there are sealing issues in the upper left corner of the blister; there is a gap in the adhesive that forms the sterile barrier for the packaging. Other remarks: sample # 6: there are sealing issues in the bottom right corner and middle right side of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 7: there are sealing issues in the bottom right corner and middle right side of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 8: there are sealing issues in the upper right corner and upper left corner of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 9: there are sealing issues in the upper left corner, bottom left corner of the blister; there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 10: there are sealing issues in the bottom right corner and middle right side of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 11: there are sealing issues in the bottom right corner and middle right side of the blister there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 12: there are sealing issues in the middle right side of the blister; there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 13: there are sealing issues in the upper right corner and middle right side of the blister, however package is still sealed. Sample # 14: there are sealing issues in the upper left corner and middle left side of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 15: there are sealing issues in the bottom right corner and middle right side of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 16: there are sealing issues in the bottom right corner and middle right side of the blister, however package is still sealed. Sample # 17: there are sealing issues in the upper left corner, bottom left corner and upper right corner of the blister; there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 18: there are sealing issues in the upper left corner and bottom left corner of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 19: there are sealing issues in the bottom left corner and middle left side of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 20: there are sealing issues in the middle right side of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 21: there are sealing issues in the bottom right corner and middle right side of the blister, however package is still sealed. Sample # 22: there are sealing issues in the bottom right corner and middle right side of the blister; there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 23: there are sealing issues in the upper right corner and upper left corner of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 24: there are sealing issues in the bottom right corner and middle right side of the blister, however package is still sealed. Sample # 25: there are sealing issues in the bottom right corner and middle right side of the blister; there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 26: there are sealing issues in the upper right corner of the blister, however package is still sealed. Sample # 27: there are sealing issues in the upper left corner of the blister; there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 28: there are sealing issues in the upper left corner and middle right side of the blister, however package is still sealed. Sample # 29: there are sealing issues in the upper right corner and upper left corner of the blister, however package is still sealed. Sample # 30: there are sealing issues in the bottom right corner of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 31: there are sealing issues in the upper left corner and bottom left corner of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 32: there are sealing issues in the upper right corner, bottom right corner and middle right side of the blister; there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 33: there are sealing issues in the bottom right corner and middle right side of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 34: there are sealing issues in the bottom left corner and middle left side of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 35: there are sealing issues in the bottom left corner and middle left side of the blister; there is a gap in the adhesive that forms the sterile barrier. Sample # 36: there are sealing issues in the upper left corner of the blister there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 37: there are sealing issues in the bottom right corner and middle right side of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 38: there are sealing issues in the bottom right corner and middle right side of the blister, however package is still sealed. Sample # 39: there are sealing issues in the bottom right corner and middle right side of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 40: there are sealing issues in the bottom right corner and middle right side of the blister, however package is still sealed. Sample # 41: there are sealing issues in the upper left corner and bottom left corner of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 42: there are sealing issues in the bottom left corner of the blister, however package is still sealed. Sample # 43: there are sealing issues in the upper right corner and middle right side of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 44: there are sealing issues in the bottom right corner and middle right side of the blister, however package is still sealed. Sample # 45: there are sealing issues in the upper left corner and middle right side of the blister, however package is still sealed. Sample # 46: there are sealing issues in the middle right side of the blister, however package is still sealed. Sample # 47: there are sealing issues in the bottom right corner and middle right side of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 48: there are sealing issues in the upper left corner and bottom left corner of the blister, however package is still sealed. Sample # 49: there are sealing issues in the bottom right corner and middle right side of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 50: there are sealing issues in the upper left corner, bottom left corner and upper right corner of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 51: there are sealing issues in the upper left corner of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 52: there are sealing issues in the bottom right corner and middle right side of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 53: there are sealing issues in the bottom right corner and middle right side of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 54: there are sealing issues in the bottom right corner and middle right side of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 55: there are sealing issues in the upper right corner of the blister, however package is still sealed. Sample # 56: there are sealing issues in the upper right corner of the blister, however package is still sealed. Sample # 57: there are sealing issues in the upper left corner, bottom left corner and upper right corner of the blister, however package is still sealed. Sample # 58: there are sealing issues in the upper right corner and upper left corner of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 59: there are sealing issues in the upper left corner and bottom left corner of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 60: there are sealing issues in the bottom left corner and middle left side of the blister, however package is still sealed. Sample # 61: there are sealing issues in the upper right corner and middle left side of the blister, however package is still sealed. Sample # 62: there are sealing issues in the upper left corner, bottom right corner, upper right corner and middle right side of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 63: there are sealing issues in the bottom right corner and middle right side of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 64: there are sealing issues in the upper right corner and middle right side of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Sample # 65: there are sealing issues in the upper left corner, bottom left corner and upper right corner of the blister, there is a gap in the adhesive that forms the sterile barrier for the packaging. Issue reported by the customer "sterile package unsealed during inspect" was confirmed with 44 of the 65 samples received, during visual inspection was observed a gap in the adhesive that forms the sterile barrier for the packaging, and although the 21 remaining packages did not meet the minimum seal requirement according to the quality procedure qip-036tec rev 10 of "seal must be complete and at least 3mm wide all around the perimeter of the package", packages were closed and still sealed, issue reported by the customer could not be confirmed with 21 of the 65 samples received, please refer to pictures. CAPA #(B)(4) has been open to further investigate this complaint issue. The reported complaint of "sterile package unsealed during inspect" was confirmed based upon the samples received. During visual inspection was observed a gap in the adhesive that forms the sterile barrier for the packaging, this condition was observed in 44 of 65 packages received, and although from the 21 remaining samples were observed sealing issues in different parts of the blisters, packages were closed and still sealed, issue could not be confirmed with this 21 samples. Based on the observed defect the probable cause for this complaint issue is packaging related. CAPA # (B)(4) has been initiated to further investigate this complaint issue.

Event description:
The complaint states that during incoming inspection or inventory review the customer found sterile packages were unsealed.

Manufacturer narrative:
(B)(4). Sixty five (65) staplers from catalog number 528235 visistat 35w 6/box were received for investigation, samples were received in their original packages, lot # 73h1600469 was confirmed, during visual inspection was observed. A burst test was performed on the samples received using qip-036 rev 10 procedure, the results were the followings: sample # burst test result: 18.9, 19.9, 8.2, 11.8, 19.3, 16.1, 12.2, 31.3, 9, 14.1, other remarks: 17, 11.8, 12.2, 16.4, 10.2, 5.8, 20.4, 30.9, 13.3 22.1, 16.5, 8.6, 8.2, 13, 14.5, 17.6, 27, 19.1, 7.4, 8.2, 16.3, 24.2, 30.3, 9.8, 13.7, 10.2, 27.1, 24.1, 23.4, 10.1, 13.9, 23.8, 11.4, 11.2, 13.1, 11.8. Based on the burst test results it was confirmed that 20 packages were unsealed due to the result during the test was 0 inches of water. Based on the functional testing (burst test) result and the visual inspection, issue reported by the customer was confirmed only with 20 of the 65 samples received, the result of the burst test performed for the packages was 0 inches of water indicating that the packages were unsealed , in addition it was observed a gap in the adhesive that forms the sterile barrier for the packaging, and although from the 45 remaining packages was observed that the seal perimeter looks incomplete in different parts of the blisters , based on visual inspection and the burst test results indicate that the packages were still closed and sealed, issue reported was not confirmed with this 45 packages. The probable root cause for the incomplete seal is the abnormal handling of the package at the distributor CAPA was opened to further investigate the complaint issue.

Event description:
The complaint states that during incoming inspection or inventory review the customer found sterile packages were unsealed.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box , lot #73h1600469 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states that during incoming inspection or inventory review the customer found sterile packages were unsealed.